Manufacturer narrative:
The explant date is an estimate based on information reported. The actual explant date was not provided. The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.

Event description:
It was reported that the patient acquired an infection and sepsis. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue. The patient was hospitalized, given antibiotics, and the device was removed. There have been no reports of further complications regarding this event.